Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient had an infection at their ins implant site. The patient whole system was removed. It was noted that the patient is a smoker. The issue was resolved at the time of the report.